Event description:
Spontaneous call from pt. Pt states both of her cadd legacy pumps sn (B)(4) and sn (B)(4) bring up a low battery alert when she changes her cassette pumps still function. She is just having to change the batteries every other day. Sending new pumps to pt for tomorrow. No harm to pt. No further info available. Diagnosis or reason for use: i27.0.